Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period all available information was investigated and the reported difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc) was not confirm via returned device analysis. The reported unable to grasp could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported inability to grasp appears to be related to patient morphology/pathology. However, a conclusive cause for the reported difficulty remove the cds from the sgc cannot be determined. Lastly, the worsening mr appears to be related to procedural conditions due to the inability to grasp. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on the day following the procedure, mitral regurgitation (mr) worsened to an unknown grade. Although no tissue damage was reported, it is noted that the worsened mr was caused by the difficulty grasping. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter listed is captured under a separate medwatch report.

Event description:
This is filed to report difficulty removing the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and grasping was performed. However, the mitral valve was unable to be grasped; therefore, the decision was made to terminate the procedure. When retracting the cds, the clip became caught on the soft tip of the steerable guide catheter (sgc). Troubleshooting was performed, and the clip was freed from the sgc and was retracted without further issues. However, it was noted that a tear in the soft tip of the sgc occurred. The sgc was removed and mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.